Manufacturer narrative:
During an embolization procedure, the orbit mini complex fill 3x4 coil ((B)(4)) stretched during placement in the aneurysm, but there was no serious injury reported with the event. After the event, the coil and delivery systems was removed from the patient without any issues. During repositioning, the coil was left in the aneurysm, while the sl 10 (mc) microcatheter was repositioned, however during insertion or any other time, no resistance was met or additional force utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times, and the same mc was utilized to complete the procedure. The mc was not re-shaped prior to use, and there was no resistance during insertion or any other time with the coil. There were no kinks in the mc that may have contributed to the event. A balloon or a stent remodeling product was not used during the procedure. The target site was the a-com that was normal and the saccular aneurysm was 4.6mm, neck 9.3mm, and neck to sac ration was 11.4mm. The procedure was completed with same like product. No further information was available. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was not received for evaluation. The support and gripper were found without damage just residues of dry blood could be observed on the gripper, the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage, just residues of dry blood could be observed on it, the embolic coil was found stretched and it was still attached to the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The damages found on the device and the missing introducer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The damages found on the device and the missing introducer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During an embolization procedure, the orbit mini complex fill 3x4 coil (637mf0304) stretched during placement in the aneurysm, but there was no serious injury reported with the event. After the event, the coil and delivery systems was removed from the patient without any issues. During repositioning, the coil was left in the aneurysm, while the sl 10 (mc) microcatheter was repositioned, however during insertion or any other time, no resistance was met or additional force utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times, and the same mc was utilized to complete the procedure. The mc was not re-shaped prior to use, and there was no resistance during insertion or any other time with the coil. There were no kinks in the mc that may have contributed to the event. A balloon or a stent remodeling product was not used during the procedure. The target site was the a-com that was normal and the saccular aneurysm was 4.6mm, neck 9.3mm, and neck to sac ration was 11.4mm. The procedure was completed with same like product. No further information was available.